Event description:
It was reported that a user experienced repeated dexcom g7 sensor pairing failures with the ilet bionic pancreas despite entering the correct pairing code and performing standard troubleshooting, including toggling cgm type selections, confirming firmware and bluetooth status, and attempting a magnet wake procedure. Customer care provided assistance that included customer service troubleshooting, verification that the sensor was not paired to other devices, review of software and bluetooth configuration. Investigation of this case revealed that the sensor subsequently connected to the ilet, indicating restored communication without hardware replacement. No clinical symptoms reported. Outcomes included dosing interruption notifications and temporary loss of cgm data to the ilet. It was concluded that the event was related to a cgm-to-pump communication pairing failure that resolved after troubleshooting, with no injury reported.